Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy in the intensive care unit. The customer reported that "the pump was programmed to infuse medazolin at 2 mics per kilo, per hour. Both the program on the pump on the report show the device as running correctly, as programmed however when looking at the bag, it was obvious that it was infusing a lot quicker than that, (B)(6) stated. Looking at the bag it appeared 35cc's had been administered within 10 minutes. Only 1cc should have been infused at that time. Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.